Event description:
It was reported that when patient presented to the hospital after suffering from a hematoma post device change out procedure. Physician suspects that the hematoma was due to the procedure itself and does not believe it is device related. The hematoma infection was drained. Device was functioning normally. Patient was stable post procedure.